Event description:
Customer reported auxilliary flowmeter indicated a flow of oxygen, however, no flow was coming out the nasal cannula. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.